Event description:
It was reported that during a procedure the fiber broke after 237,000 joules and 27 minutes of use. The procedure was completed with a second fiber. No patient or user clinical consequences reported due to this event.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned device revealed that the fiber tip exhibits no sign of breaks/fractures. The metal cap is detached and not returned. The glass cap exhibits severe devitrification at output window. The fiber can independently rotated within outer flow tubing. The outer flow tubing open end exhibits minor scratch marks. It is probable that cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Cap wear acceleration lead to the possibility of cap detachment. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. This would cause reduced vaporization efficiency. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported that during a procedure the fiber broke after (B)(4) joules and 27 minutes of use. The procedure was completed with a second fiber. No patient or user clinical consequences reported due to this event.